Event description:
It was reported that the customer had an a21, a17 and battery out limit on the insulin pump. The customer's blood glucose level was 130 mg/dl. The troubleshooting was performed. The customer advised for an a21 and a17 alarm the customer had a multiple alamrs in history due to multiple battery changes. The customer was advised to monitor insulin pump. The customer reported the battery out limit in history while troubleshooting a21 alarm. It was explained to the customer that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised that we are sending a replacement battery cap. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.